Manufacturer narrative:
UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. All initial values were reported outside of the laboratory to the doctor. The sample was repeated on the same analyzer and the repeat values were believed to be correct. The sample initially resulted in a na value of 163 mmol/l accompanied by a data flag, which repeated as 129 mmol/l. The sample initially resulted in a k value of 9.79 mmol/l accompanied by a data flag, which repeated as 3.88 mmol/l. The sample initially resulted in a cl value of 117.7 mmol/l, which repeated as 93.6 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer could not determine a cause. The ise system was decontaminated and general operational checks were performed. All checks passed. Calibration and controls were run multiple times and passed. The investigation could not identify a product problem. The cause of the event could not be determined.